Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's mother that the customer was hospitalized due to high blood glucose. The customer was taken off the insulin pump at the time of hospitalization. The customer was treated with insulin drip and his blood glucose went down to 138mg/dl. In the morning, customer had no food his blood glucose was up to 157mg/dl. The customer was contacted at the hospital, but stated he was too tire to troubleshoot. Advised to call back one he feels better, so we can troubleshoot.